Event description:
It was reported that during a da vinci s prostatectomy procedure the blade on the monopolar curved scissors instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned evaluated. Per the customer reported complaint engineering observed that the instrument was returned with the left blade detached from the instrument. The broken blade was also returned. The blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fracture plane of the blade is nearly straight. No other damage found. On (B)(4) 2012, the returned affected instrument was reported to intuitive surgical indicating that the instrument was damaged during a da vinci s surgical procedure and that no pieces from the instrument fell into the patient. The event was not initially reported to the FDA as the event as reported did not meet the code of federal regulation's guidelines of causing or contributing to a death, serious injury or likely causing or contributing to a death or serious injury if the malfunction were to recur. However, upon return and evaluation of the returned instrument, isi engineering found that the instrument was returned with one of the instrument blades broken off. On (B)(4) 2012, isi confirmed with the distributor representative that the broken instrument piece fell into the patient.